Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G4: PMA/510(k)#: one additional code applies; k230855.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed that the caps were popping off during and after centrifugation on unspecified number of tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed that the caps were popping off during and after centrifugation on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-jul-2025. Investigation summary : bd received 15 samples for investigation. The customer samples were sent for appropriate functional tests, and all the samples passed. Additionally, a total of 29 retained samples were sent for appropriate functional tests. One of these samples showed a stopper function defect during testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.